Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content measured in the platelet product. There was not a transfusion recipient or patient involved at the time of the rwbc testing,therefore no patient information is reasonably known at the time of this event. Donor unit #: (B)(6) the disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The device history records (DHR) were reviewed for this lot. There was no issues noted in the DHR that would contribute to the elevated wbc count that the customer experienced. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of the high number of access alerts that occurred throughout the procedure. These alerts disrupted the steady-state of the system and likely contributed to the high content of wbcs in the product.